Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8mm amplatzer septal occluder and 18mm amplatzer cribriform was chosen for implant for atrial septal defect sequentially using a 8f amplatzer trevisio delivery system. The defect size was measured using an intracardiac echocardiography(ice) catheter. During the procedure, when the device was expanding inside the patient, the occluder deformed into a cobra deformation. The deformed device was never released from the delivery cable and no angulation/kink were noticed in the delivery system. It was noted that contacts occurred with intracardiac tissue during the occluder deployment. The procedure was completed using a 25mm amplatzer cribriform occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.